Event description:
It was reported that the probe failed to prime after the first fire.

Manufacturer narrative:
The lot number has been provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. The second device was returned with the cannula retracted in the primed position and the sample notch fully visible leaving device half primed. The sample notch was noted to be bent backwards. Loose particles could be heard within the device. There were no visual anomalies noted on the device. The rotational knob was attempted to be turned to fully prime the device, however, the device would not prime. The stylet would not lock into the retracted positon. The sample was disassembled and the internal components examined. The cannula hub and tang were found to be broken. The investigation is confirmed for a break as the cannula hubs and tangs were found to be broken in the returned samples. The investigation is confirmed for failure to prime, as the devices could not prime during functional testing. The root cause for this event was determined to be supplier related due to over-processed resin. The monopty instructions for use (IFU) provides general instructions for priming, firing sampling and retrieval of samples from the device.